Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had broken. A field service engineer (fse) found that the matrix drawer had failed and discovered an IV bag stuck behind the drawer, causing the jam. The obstruction was cleared, and the drawer was tested using the test software. Registered pharmacist recovered the failed drawers, and all tests confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.